Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports bilateral rupture. This record relates right. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d4, g2, h4, h6. A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reported capsular contracture baker grade iii for right side.